Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that their insulin pump button were not responding when goes to new reservoir or time or date . The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that no date on screen. Troubleshooting was performed for keypad anomaly. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had intermittent buttons response due to flattened (creased) esc buttons dome switch. No unlocked lcd keypad connector noted.